Event description:
According to the reporter, the device forceps presenting problem in the grasp. The tweezers were holding the tissue and wouldn't release. The tweezers cannot be kept for forensic examination due to contamination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.